Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the capsule was broken due to haptic entrapment. The lens was removed to prevent tilting and dislocation. Add'l info has been requested.